Manufacturer narrative:
Reporting institution phone number - (B)(6).

Event description:
It was reported that the backup alarm failed when the ventilator was being checked after patient use. There was no patient involvement at the time the reported issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer evaluated the ventilator. The reported phenomenon was not duplicated despite device checking. The event log revealed that "check vent: backup alarm failed" (diagnosis code 1104) had occurred. The cpu board was replaced preventively by the service engineer. Overall, checking, cleaning, run testing, and a function test was performed.

Manufacturer narrative:
The cpu pcba was received for failure investigation. Backup-alarm failed was duplicated. The root cause is failure of ls1. Ls1s built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.